Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's device was dead. This was reported to have happened a year ago and a later call indicated that the patient's device was being explanted no patient symptoms were reported. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.